Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the peritoneal catheter broke during implant. The procedure was completed with back up products. The patient's status was alive-no injury.